Manufacturer narrative:
Findings: a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit powered up properly after battery installation. No failed battery test alarms noted. Pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit received with minor scratched lcd window, cracked retainer and scratched case. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that the insulin pump alarmed failed battery test and power system error. The customer¿s blood glucose level was 7.5 mmol/l at the time of the incident. The customer¿s mother reports several alarms and error. They received troubleshooting tips for this. The customer has stopped using the insulin pump does not feel safe with pump. The customer was advised the insulin pump will be replaced. The insulin pump will be returned for analysis.